Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium and lithium results from the roche 9180 electrolyte analyzer. For sample "aaa" the sodium results were 140 mmol/l, 140 mmol/l, 140 mmol/l, 140 mmol/l, 140 mmol/l, 126 mmol/l, 140 mmol/l, and 140 mmol/l. The lithium results were 0.47 mmol/l, 0.47 mmol/l, 0.48 mmol/l, 0.47 mmol/l, 0.47 mmol/l, 0.83 mmol/l, 0.47 mmol/l, and 0.46 mmol/l. For sample "bbb" the sodium results were 126 mmol/l, 140 mmol/l, 140 mmol/l, and 140 mmol/l. The lithium results were 0.68 mmol/l, 0.32 mmol/l, 0.33 mmol/l, and 0.33 mmol/l.